Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 18-dec-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a lens was received in a specimen cup that contained an unknown fluid. During a visual inspection, the device was inspected under magnification. The lens was received cut in half and a piece was missing. The lens was cleaned and presented with no further issues. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number. These complaint issues reported are not related. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to (B)(6). Has been submitted.

Event description:
The pre-loaded drn00v model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of blurry vision, the iol was explanted in a secondary surgical procedure and replaced with a zcu150 23.0 diopter iol. During the lens exchange procedure there was no patient injury, and no medical or surgical intervention was required. Patient prognosis post lens exchange is unknown. No further information is available.